Manufacturer narrative:
The device¿s stored egms were reviewed, and noise was confirmed in the ventricular channel. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested in the laboratory, and the device¿s function was normal. The cause of noise could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05486. It was reported that the patient was admitted to the emergency room for shocks from atrial fibrillation with rapid ventricular response. Upon investigation, the right ventricular lead exhibited chronic noise. The device was explanted and replaced. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure.